Event description:
It was reported that, "while impacting the femoral component the "plastic" impactor head broke."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Two weeks post implant, the ventricular lead was noted to have dislodged. The lead was explanted.